Event description:
It was reported that during a transtelephonic monitoring check, the lead exhibited intermittent ventricular sensing. The magnet behavior was appropriate. The lead tested well in an office visit. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.